Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, patient reason and clinical reason for the explant was mentioned as glare/halos. The lens was exchanged for another lens model 07 months 10 days following the initial procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.